Manufacturer narrative:
Unit had bleeding lcd glass, minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube window, and cracked case at reservoir tube window corner.

Event description:
The customer reported that the insulin pump's display window was scratched. Blood glucose level was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.